Manufacturer narrative:
Concomitant medical products: non-bd chemolock connector; two spiros adapters qty 3; non-bd secondary set; td (B)(6) 2020. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, information on weight was not provided.

Event description:
It was reported that at the end of the docetaxel 145 mg in 250 ml ns chemotherapy infusion over 60 minutes, the 0.2 micron filter tubing set leaked at the filter. This occurred at the outpatient oncology infusion center of (B)(6). There was no report of patient harm, adverse impact or medical intervention needed during the event.

Event description:
It was reported that at the end of the docetaxel 145mg in 250ml ns chemotherapy infusion over 60 minutes, the 0.2 micron filter tubing set leaked at the filter. This occurred at the outpatient oncology infusion center of memorial health north. There was no report of patient harm, adverse impact or medical intervention needed during the event.

Manufacturer narrative:
The customer¿s report that the 0.2 micron filter tubing set leaked at the filter was confirmed. The sets were visually inspected clear liquid was observed within model 10013902¿s 0.2 micron adult filter and throughout the sets. Functional testing observed that small droplets were observed leaking from the set's 0.2 micron filter air vents (termed ¿weeping out¿), confirming the customer¿s report the root cause of the leaks were not identified. A device history record for model 10013902 with lot number 19036318 was performed. The search showed that a total of 9,903 units were built in 1 lot on 19mar2019. The search showed that there were no quality notifications for the failure mode reported by the customer.